Manufacturer narrative:
H3: product analysis for product:ke152, lot no: unknown visual and optical inspection revealed the tip of the balloon has been damaged. The middle portion of the balloon has been punctured/sliced. This damage is consistent with the balloon coming in contact with bone spurs when the balloon is inflated in the vertebral body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having kyphoplasty spi nal therapy for compression fracture(intraspinal cleft). During the second vertebra of a2 level bkp procedure, an issue occurred. It was reported that after balloon was inflated, while the nurse was being instructed on cement mixing, the physician performed additional balloon expansion, causing the balloon to rupture. The moment of rupture was not captured on imaging, but immediate flushing and suctioning were performed. The amount of contrast agent at the time of rupture was 3cc. There was no patient symptom reported. There were no further complications reported regarding the event. Additional information received from manufacturer representative that the damage during the surgery was caused by his own technique.

Manufacturer narrative:
G2: country of origin is japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.